Event description:
Customer reported the IV tubing disconnected above the filter where the "soft" tubing connects with the blue connector during an infusion of hydration fluids (not chemo). There was no pt harm reported and no medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer indicated the product would be returned however, the device has not been received. A follow up report will be submitted should the device be returned for eval.